Manufacturer narrative:
All buttons functioned properly. No keypad anomaly or button error alarm noted during testing. No damage on lcd connector noted during testing. The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a button error alarm. The customer's blood glucose was 500 mg/dl at the time of incident. The customer's blood glucose was 431 mg/dl at the time of call. The customer stated that they have not treated the high blood glucose. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.